Event description:
A patient received a perceval valve during the week of (B)(6) 2020. During the week of (B)(6) 2020, a patient presented at the hospital with severe temperature. Echo revealed inflammation of the heart but not yet on the valve prosthesis and they decided for treatment with antibiotics. A week later, the echo showed a clear thickening of the valve and severe septal inflammation. In the meantime, the patient suffered from renal insufficiency. The patient was referred for immediate cardiac surgery due to severe endocarditis. The perceval valve was removed and replaced by a crown 25 and mvalsalva conduit 30mm.